Event description:
It was reported that 1 day after a coronary artery drug-eluting stenting treatment procedure the patient had a myocardial infraction (mi). The index procedure treated 1 de novo target lesion located in the proximal left anterior descending artery. The lesion was predilated with an angioplasty balloon at 8 atms. The physician successfully implanted a 3.5x24mm taxus express2 drug-eluting stent at 14 atms. The patient was discharged 1 day post-index procedure on aspirin and plavix. The patient had a non-q wave mi 1 day post index procedure prior to discharge. Mild residual chest pain resolved approximately two hours after the procedure. She developed some anterolateral t wave inversion and slight ck rise to 400. ECG 1 day post-index procedure showed "sinus rhythm at 75, anterolateral t wave abnormalities; consider ischemia, compared to yesterday st abnormalities is now present." "She was ambulating comfortably in the hallways, with no further chest discomfort. She was felt stable for discharge" and was discharged 1 day post-index procedure on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.